Manufacturer narrative:
The customer received a replacement lid. Physio-control evaluated the device's lid and verified the reported issue. Based on the reported information, physio has determined that the likely cause of the reported issue was the lid assembly was out of specification, which resulted in the missing magnet.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the device's lid, physio-control observed that the device's lid was missing its magnet. Without the magnet, the device will not power on automatically when the lid is opened. This may result in defibrillation therapy being delayed or unavailable, if needed.